Manufacturer narrative:
Follow-up # 1 date of submission 01/28/2015-device evaluation: the pump has been returned and evaluated by product analysis on 01/13/2015 with the following findings:a review of the pump black box data revealed multiple cs 064 call service alarms; no loss of prime warnings were observed, and force readings were normal. During testing, a rewind step was attempted and the piston did not move in the cartridge compartment. The pump also emitted a cs 064 call service alarm during the load step. The pump case was removed, and debris was found in the cartridge compartment around the piston rod. The motor was removed and tested with an external power supply; no motor issues were observed. The complaint was duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (unable to prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.